Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that probe stop cutting, even with lower cut rate during the vitrectomy surgery. The surgery was completed one the same day after replacing with another product. There was patient contact but no adverse effects for the patient.